Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient never had therapeutic effect since implant despite 10% dose increases. The patient felt like the therapy had not helped them, but their spouse said it has and that the patient needed more surgeries. The patient was initially switched to flex dosing because they thought it would help the patient, but the healthcare professional (hcp) did not see positive changes. The patient's last increase was "too much" so they were trying to lower it to the previous dosing. The dose increased caused the patient to have "shallow breathing". It was unknown if there were any volume discrepancies. The pump was used to deliver baclofen. The outcome of the event was unknown.